Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Brand new dermatome was stuck in the on position and one of the physician assistant (pa) almost got cut. The dermatome was set up prior to the case and when the pa turned it on to make sure that is was working, it remained running and the on/off switch was nonfunctional. The only way to turn it off was to turn it off at he power source. It was not used on a patient during the malfunction. There was no injury to the pa. There was no patient contact or patient harm. There was another dermatome available for use. There was a slight delay because the other dermatome had to be requested and set up.